Manufacturer narrative:
The company service rep examined the system and found the lio fiber was damaged. The lio fiber was replaced. Preventive maintenance was performed. The system was then tested and met all product specs. The lio fiber has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: aiming beam not visible. System shut down. The customer reported the surgeon was not able to see the aiming beam. The system shut down on its own. Multiple attempts were made for more info on the event and pt status with no response to date.